Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. A follow-up report will be submitted when the final evaluation is completed as necessary.

Event description:
(B)(4). This report is associated with product compliant: pending. This spontaneous device only case, reported by a health care professional (hcp) who contacted the company to report adverse events and a product complaint, concerned a male patient of unknown age and origin. Medical history and concomitant medications were not reported. The patient used the humapen savvio 3 ml (unknown color). Information regarding drug product delivered, dose regimen, route of administration, indication for use and start date was not reported. On an unknown date, he experienced elevated levels of blood glucose as did not get required insulin units because internal plunger of device kept falling back and did not get his full dose of insulin (product complaint # ; lot number # c745846). The event of elevated levels of blood glucose was considered serious due to medical significance. Information regarding corrective treatments, outcome of the events and final status for the drug delivered by humapen savvio 3 ml was not provided. The user of the device and his/her training status was not provided. The device model duration of use and suspect device duration of use were not reported. The action taken with the suspect device was unknown but it was going to be returned. The reporting hcp did not provide a relatedness assessment of the events with humapen savvio 3 ml and it was not provide a relatedness statement for the drug delivered by humapen savvio 3 ml neither. Edit 17jan2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.

Manufacturer narrative:
Narrative field: new, updated and corrected information is referenced within the update statements in event. Please refer to update statement dated 12mar2018 in the event field. No further follow-up is planned. Evaluation summary: a health care professional reported on behalf of a male patient that when using his humapen savvio device, the "internal plunger of device kept falling back and (he) did not get his full dose of insulin." The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch 1701v04, manufactured january 2017). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review of the batch did not identify any atypical findings with respect to device not working and dose accuracy issues. All humapen savvio devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous device only case, reported by a health care professional (hcp) via a sales representative who contacted the company to report adverse events and a product complaint (pc), concerned a male patient of unknown age and origin. Medical history and concomitant medications were not reported. The patient used the humapen savvio 3ml (blue color). Information regarding drug product delivered, dose regimen, route of administration, indication for use and start date was not reported. On an unknown date, he experienced elevated levels of blood glucose as did not get required insulin units because internal plunger of device kept falling back and did not get his full dose of insulin (product complaint (B)(4); lot number 1701v04). The event of elevated levels of blood glucose was considered serious due to medical significance. Information regarding corrective treatments, outcome of the events and final status for the drug delivered by humapen savvio 3ml was not provided. The user of the device and his/her training status was not provided. The device model duration of use and suspect device duration of use were not reported. The humapen savvio device associated with product complaint (B)(4) was not available for return as the device was discarded. The reporting hcp did not provide a relatedness assessment of the events with humapen savvio 3ml and it was not provide a relatedness statement for the drug delivered by humapen savvio 3ml neither. Edit 17jan2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Edit 05-mar-2018: information received from the rcp on 02-mar-2018. Product complaint reference number was added to the narrative. No adverse event information was received. Update 05mar2018: additional information received on 05mar2018 from global product complaint database. Changed the lot number from c745846 to 1701v04 for product complaint (B)(4) relating to the humapen savvio (unknown color) device. Corresponding fields and narrative updated accordingly. Update 12mar2018: additional information received on 09mar2019 from the global product complaint database. Recoded the suspect humapen savvio unknown color to a humapen savvio blue (reiterated lot number 1701v04). Entered device specific safety summary (dsss). Updated the medwatch fields with device information, the european and canadian (EU/ca) device information, and device available for evaluation field from yes to no. Added date of manufacturer for the humapen savvio device associated with product complaint (B)(4), which was not returned to the manufacturer. Corresponding fields and narrative updated accordingly. Upon review, sales representative was added as a reporter.